Manufacturer narrative:
H6: code 22 - according to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Manufacturer narrative:
H6: code 213 ¿ the review of the manufacturing paperwork verified that the lot met all pre-release specifications. H6: code 4315 - as the device was discarded, and no evaluation of the device could be performed, cause was unable to be established.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of a thoracic aortic aneurysm with two gore® tag® conformable thoracic stent graft with active control system and a conformable gore® tag® thoracic endoprosthesis using a 22fr gore® dryseal flex introducer sheath. The 22fr sheath was inserted from the right femoral artery. It was reported there was strong resistance during advanced the sheath. After all endoprostheses were implanted and touch-up ballooning was performed, a proximal type I endoleak was remained. However, no further treatment was performed for the proximal type I endoleak. When the sheath was removed, the rupture of the right external iliac artery was observed. It was reported that the right external iliac artery diameter was 6.9 mm ¿ 7.7 mm. The sheath was inserted again to arrest of bleeding temporarily. As it was reported the patient presented an abdominal aortic aneurysm as well, the abdominal aneurysm and the rupture site was replaced with the graft by open repair. The patient tolerated the procedure.